Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that during repositioning of the coil, the coil was kinked and stretched and eventually broke. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the procedure, the microcatheter kickback of the subject coil was observed. The operator attempted to ride microcatheter back over the subject coil to regain position. However, during this attempt the subject coil got kinked and stretched. Delivery pusher wire (dpw was removed and the subject coil broke. Four saline injections were used to push the subject coil out of the catheter successfully. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the microcatheter kickback of the subject coil was observed. The operator attempted to ride microcatheter back over the subject coil to regain position. However, during this attempt the subject coil got kinked and stretched. Delivery pusher wire (dpw was removed and the subject coil broke. Four saline injections were used to push the subject coil out of the catheter successfully. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.